Event description:
Customer reported to their account rep that their unit was not heating and cooling efficiently enough. The patient temperature was not warming as quickly as it should be, when set to 39 degrees it only went to 36. While using cold cpg, the cpg would only go to 15 degrees, and not the single degree temperatures they're used to seeing

Manufacturer narrative:
The manufacturer is reporting the following complaint after a voluntary review of all complaints (reportable or not) since 2016. This report is being filed now, after being scrutinized under a newly revised risk matrix, recently adopted after inspection. The customer notified cardioquip, that a patient was involved during the malfunction although no patient information was communicated. Cardioquip's investigation determined that the cpg pump was nonfunctional. After replacing the pump, the device passed final inspection, and is fully operational.